Manufacturer narrative:
No patient involvement. Device lot# and mfg date are unavailable as the part was not returned. Per on site evaluation by medtronic clinical specialist the clamp pin had physical damage causing it to not hold tightly. Part was not returned for further evaluation.

Event description:
A medtronic representative reported that the percutaneous reference cross pin frame was discovered damaged during a system checkout. He noticed inaccuracy when using this frame for testing. It was 4mm inaccurate. When rep changed to a second frame for test navigation was accurate. Site was notified and instrument was removed from the tray to prevent use.